Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the pulse generator exhibited a diagnostic anomaly. (B)(4).

Event description:
New information indicated the device was explanted and replaced on (B)(6) 2015. The patient was in good condition.

Event description:
It was reported that the pulse generator exhibited a premature elective replacement indicator. No intervention or patient symptoms were reported. The patient would be monitored.

Event description:
New information indicated the patient was in good condition.